Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump was found not to have infused medication to the patient. The cassette was reported to have been changed that night. When the cassette was detached and reattached infused normally. It was noted that the pump had failed to alarm and prevented the patient from receiving pain medication. There were no reported adverse effects.

Manufacturer narrative:
One cassette reservoir was returned and four (4) pictures were received for analysis. From the pictures, it can be observed that the sample, viewed from above, has two visible marks at the pump tube. However, these marks look like normal usage marks. The returned sample was received in used condition. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. The sample presents two slightly visible marks on the pump tube. However, they look like normal usage marks where the cassette comes in contact with the pump. The sample was connected to a pump and tested. The sample passed the accuracy test. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. The complaint was not confirmed; therefore, no root cause has to be determined. See MFR: 3012307300-2018-00646.